Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional testing including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery tests. The device had cracked reservoir tube lip, minor scratches on display window, and cracked case near the display window corners noted during visual inspection.

Event description:
Customer reported via phone, she had trouble with the insulin pump for two days, it kept alarming no delivery. Customer stated she woke up with blood glucose of 200 mg/dl by noon it was 400 mg/dl, treated with syringe. Customer was vomiting and went to the emergency room and was informed she was diabetic ketoacidosis. Customer want to perform troubleshooting on the device to ensure it was working properly. Customer was treated with insulin dip and fluids. Troubleshooting was performed. No air bubbles or leaks noted. Customer declined to check for possible insulin or site issues. Customer was unable to perform high pressure test so was advised to do a complete set change. Customer called back and stated she didn't want to continue any other troubleshooting and requested the device to be replaced. She is returning the device for further analysis.